Event description:
It was reported patient experienced difficulty breathing following the trial procedure due to other underlying health issues. As a result, the procedure was aborted and the lead was removed to address the issue. Patient was escorted to the hospital.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.